Event description:
Pt underwent a planned cardioversion procedure for atrial flutter. The patient's chest and back were prepped, and pads were applied in an anterior/posterior position. A shock was delivered at 200 j, and the shock arced. The shock created a visible spark and a loud audible noise. The shock successfully converted the patient to normal sinus rhythm. When the patches were removed, the skin appeared normal and intact, but within 30 minutes of the cardioversion, the patient developed a significant burn at the site of the anterior patch. FDA safety report ID# (B)(4).